Event description:
Operative report attached.

Event description:
Event reported via notice of intent to file litigation. The claim alleges that patient was not properly monitored, assessed and intervened to prevent bowel obstruction, gastric perforation, severe sepsis, necrosis and septic shock. This resulted in patient hospitalization for intensive care beginning on or about (B)(6) 2010. Patient expired on (B)(6) 2010. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Information was not provided by contact. The lot number was provided and the manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4)